Manufacturer narrative:
Trackwise # (B)(4). The lot # 25153749 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 16feb2021. Device was investigated on 19feb2021. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation was observed to be peeled away at the tip of the hot jaw.. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed and the analyzed failure "material twisted/ bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber detached on the jaws. Nothing fell off, nothing fell into the patient. The leg had some bleeding.they opened a new device and sprayed hemoblast to control the bleeding before closing the leg. They had to get a video tower, new insufflation tubing since we were already starting the anastomosis and the insufflation device is being used for the anastomosis. There were no patient side effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber detached on the jaws. Nothing fell off, nothing fell into the patient. The leg had some bleeding. They opened a new device and sprayed hemoblast to control the bleeding before closing the leg. They had to get a video tower, new insufflation tubing since we were already starting the anastomosis and the insufflation device is being used for the anastomosis. There were no patient side effects.